Event description:
It was reported that the patient is experiencing symptoms of excessive diarrhea and electric shocks in her arm while using the spinal pak stimulator. The patient has been using the device for around four hours daily since receiving it about a month ago. Apparently, the symptoms started shortly after using the device, but the patient did not reach out to the sales representative until (B)(6) 2022. The sales representative instructed her to stop all use of the simulator. The surgeon was not contacted regarding diarrhea and electric shocks in the right arm. The patient has less feeling in the right hand and the right arm is jerking. The patient had diarrhea for a month which started shortly after she started using the stimulator. The patient is using the on the cervical area. The patient was getting electrical shocks while she was using the electrical can opener and the other time while washing dishes. The patient¿s less feeling in the right-hand issue started after the electrical shock. The patient stopped using the unit on (B)(6) 2022. The patient¿s daughter was advised to contact the surgeon regarding those symptoms. The patient was treated by her pcp regarding diarrhea. She was prescribed different things for it. The doctor has instructed the patient to discontinue the use of the stimulator entirely. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections in - b4: date of the report, d3: manufacturer, d4: UDI, g1: contact office, g6: type of report. Additional information in- a: dob, d8-9, g3, h4: device manufacture date, h2, h3, h6: method, results, and h10: additional narrative, h11. The spinalpak stimulator was received for evaluation. The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on (B)(6) 2024. The compliance data indicates the unit treated for 0 days 22 hours and 41 minutes. Review of the DHR indicates that unit was manufactured on (B)(6) 2022. There were no non-conformances or deviations reported on the DHR. The clock lifetime of the orthopak stimulator was 7 days. The spinalpak controller was reset to 0 in error. The controller automatically enters ¿end of lifetime mode¿ after 270 days. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.46 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿ ¿pass¿. The measured output amplitude was 6.00 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿ ¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on (B)(6) 2025; and tf1930 s/n (B)(6) with a calibration due date of (B)(6) 2025. Test/inspections were completed by the quality department on (B)(6) 2024. Review of complaint history identified (B)(4) total complaints from (B)(6) 2022) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. The failure was not confirmed for the reported condition of the patient "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. (B)(6) medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is experiencing symptoms of excessive diarrhea and electric shocks in her arm while using the spinal pak stimulator. The patient has been using the device for around four hours daily since receiving it about a month ago. Apparently, the symptoms started shortly after using the device, but the patient did not reach out to the sales representative until (B)(6) 2022. The sales representative instructed her to stop all use of the simulator. The surgeon was not contacted regarding diarrhea and electric shocks in the right arm. The patient has less feeling in the right hand and the right arm is jerking. The patient had diarrhea for a month which started shortly after she started using the stimulator. The patient is using the on the cervical area. The patient was getting electrical shocks while she was using the electrical can opener and the other time while washing dishes. The patient¿s less feeling in the right-hand issue started after the electrical shock. The patient stopped using the unit on (B)(6) 2022. The patient¿s daughter was advised to contact the surgeon regarding those symptoms. The patient was treated by her pcp regarding diarrhea. She was prescribed different things for it. The doctor has instructed the patient to discontinue the use of the stimulator entirely. No additional patient consequences have been reported.